Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving baclofen (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that after a revision surgery to relocate the catheter in 2013 (see manufacturer¿s report # 3004209178-2016-01253), the patient had a csf (cerebrospinal fluid) leak. She had to go to the hospital. She was very sick and ¿almost died¿. The patient had (B)(6) infection and spinal meningitis. The pump and catheter were explanted. She was on oral drugs and patches and then eventually got a ¿somewhat clean bill of health¿ and another pump system was implanted. The drug in the pump at the time of the event, the other medications the patient was taking, the patient¿s pertinent medical history, and diagnostics performed related to the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.